Event description:
Info received indicates the valve was abandonded at implant when tee showed aortic regurgitation. A hole was found in one leaflet. The valve was replaced intra-operatively with no consequence reported for the pt.